Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of guidewire kinked in use was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc kit for analysis, including a guide wire assembly, an arrow raulerson syringe (ars), an 18ga introducer needle, and 2-l catheter. No definite signs of use were observed. Visual analysis revealed two kinks along the guide wire body. The distal j-bend is misshapen but intact. Microscopic examination confirmed both welds were present and spherical. The kinks in the guide wire measured 39 mm and 500 mm from the proximal weld. The total length of the guide wire measured 603 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.793 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the instructions-for-use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The IFU also states, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". The guide wire was advanced through the returned ars, 18ga introducer needle, and catheter. The kinked portions of the guide wire met moderate resistance; however, the rest of the wire passed as intended. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was able to be confirmed through examination of the returned sample. Two kinks were found in the returned swg. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire returned, and that the damage occurred during use , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.